Event description:
It was reported that the patient presented in emergency department due to fainting. Upon interrogation, it was found that the pacemaker (pm) had gone into backup mode and exhibited failure to interrogate via inductive telemetry. Programming changes were made, and the pm was restored. During the pm restoration, intermittent pacing was noted on the pm. The patient was also experiencing asystolic before, and after the restoration. Later, the pm went back into backup mode again. A temporary pacemaker was then implanted. During the implant, the pm was noted to be pacing intermittently; and after the implant procedure, it was noted that the pm was still exhibiting failure to interrogate. The pm was explanted and replaced eventually. There were no patient consequences.

Manufacturer narrative:
The reported events of pacing intermittently and no inductive telemetry were confirmed, but the reported event of device in backup mode was not confirmed. The device was received with no telemetry communication and no output. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.